Event description:
Caller reported that their pump screen was dark and would not turn on. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Customer called technical support to resolve bg level. Technical support instructed the caller on troubleshooting steps, including plugging the pump into a known working power source, which successfully turned on the pump and displayed a welcome message. Caller acknowledged the pump shut down due to not charging the battery.